Event description:
It was reported that bd intima-ii¿ closed IV catheter system clamp was broken. This was discovered before use. The following information was provided by the initial reporter: during the treatment, the clamp of indwelling needle was found to be broken and immediately discarded. The indwelling needle was also replaced for infusion.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 6169554. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system clamp was broken. This was discovered before use. The following information was provided by the initial reporter: during the treatment, the clamp of indwelling needle was found to be broken and immediately discarded. The indwelling needle was also replaced for infusion.